Event description:
It was reported that during an unknown procedure, a suture from lot #: mbnh050 had a needle break. No information was provided on how the procedure was completed. No patient consequences were reported. (B)(4).

Manufacturer narrative:
The actual product involved with the incident reported will not be returned. Method/results/conclusion: the actual product involved with the incident reported will not be returned. Relevant portions of the device history record were reviewed. Finished good product was received into inventory without quality issues. The product from this finished good lot and all of components met surgical specialities (B)(4). Requirements throughout the incoming, manufacturing and the final inspection processes. No inventory available for the lot reported. Needle supplier was contacted to verify if there was any quality issues related to the needle batch. Supplier confirmed that no ncrs were generated as part of the manufacturing process of the needle lot. The needle supplier has been made aware of this complaint for a continued investigation. (B)(4). Item #sxmd2b407 stratafix spiral pga-pcl knotless tissue control device. 2fs-s 3-0 undyd monoderm 14x14, lot mbnh050.